Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported after coughing with a bout of bronchitis, the pt felt overstimulation, which continues when she moves. The pt's physician performed an x-ray and checked the led impedance. The lead showed no migration and impedances were normal. The physician stated the issue could be secondary gain, and is monitoring the pt for resolution.